Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their full vns system explanted back in 2009 due to an infection. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.